Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient had a wound at the site of the flange. The patient was said to have a low albumin which was at 2.6 and was not septic. Support arm was used but the dressing did not found. The patient had extubated.